Manufacturer narrative:
The investigator considered the event of fall (meddra preferred term: fall), grade 5/fatal in intensity, as possibly related to pembrolizumab or placebo, possibly related to study device, possibly related to temozolomide and not related to study procedure. The event was due to unknown cause of fall, could be related to edema caused by medication or device. In the opinion of investigator, the event was related to the subject¿s primary study condition of gbm and radiation therapy. The manufacturer considers that the event of fall was most likely secondary to an acute event (cardiovascular or cerebrovascular) related to the subject¿s underlying disease of gbm with prior radiation therapy, as well as to medical history of diabetes, hypertension, chronic kidney disease, hyperlipidemia which all considerably increase the risk of acute insults. The event of fall (meddra preferred term: fall), grade 5/fatal in intensity, is considered as unexpected for pembrolizumab or placebo as per the current reference safety information [ib version 24 dated 08-nov-2023], unexpected for study device as per the current reference safety information (v1.0_19mar2024) and unexpected for temozolomide as per the current reference safety information (tmz uspi) for us. Note: as this is a clinical patient, no information can be provided about the device used (device ID, UDI in section d.4 and manufacturer date in section h4.).

Event description:
A 64-year-old female with glioblastoma started optune gio therapy on (B)(6) 2026 as part of the protocol ef-41/ keynote d-58: "a phase 3, randomized, double-blind, placebo- controlled study of optune® (ttfields, 200 khz) concomitant with maintenance temozolomide and pembrolizumab versus optune® concomitant with maintenance temozolomide and placebo for the treatment of newly diagnosed glioblastoma. " while enrolled, the patient experienced the serious adverse event of fall which led to death. On (B)(6) 2026, the subject was randomized into the study. On (B)(6) 2026, the subject had a fall and was found down at home by the family. On the same day, emergency medical services (ems) confirmed that the subject passed away. It was unknown if autopsy was performed or not. No relevant safety labs were collected at the time of this event. No treatment was given in response to the event. Action taken with pembrolizumab/placebo, study device and temozolomide were reported as not applicable. Initial information was received on 05-jun-2026.